Event description:
Customer reported that their aruba 800 controller had failed. This unit was used in biomed shop for wireless testing, not on patients. Welch allyn replaced this unit with aruba 620 controller, as we no longer offer the 800 controller. Upon recurrence, this could result in a temporary inability to centrally monitor patients, however bedside monitoring was not affected in this instance and would not be affected if the malfunction recurred. There was no report of any patient harm as a result of the reported event. The customer did not provide any patient information.

Manufacturer narrative:
Welch allyn replaced the controller. The aruba controller is an off-the-shelf computer peripheral made by another manufacturer and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the source of the failure.